Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the cartridge and resumed insulin delivery. No additional assistance was necessary, as the customer was not experiencing frequent or recurring issues.